Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed low battery and unexpected restart, and then shut off. The customer's blood glucose reading was unknown. The customer was unable to rewind the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The customer declined to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected restart, prime anomaly, display anomaly or unexpected low battery alarm noted. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the interface board or lcd isolation tape. The pump had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.